Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Proximal segment of the lead was returned, analyzed and no anomalies found. However, it was noted that the distal conductor was distorted, the outer tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during a clinic visit, the nurse noted occasional t-wave oversensing (twos) after ventricular pacing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.